Event description:
It was reported that a patient underwent a laparoscopic right hemicolectomy on (B)(6) 2011 and a drain was placed at the right diaphragm. While in the ICU on (B)(6) 2011, it was found that the anti-reflux valve was detached and had fallen into the reservoir. The reservoir was exchanged for another like device. There was no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: (B)(4), mfg date: 01/01/2011, exp date: 01/31/2016. In addition, a review of the batch manufacturing records for the possible batch number was conducted and the batches met all finished goods release criteria.

Manufacturer narrative:
(B)(4) anti-reflux valve detachment. The actual device involved in this event was returned for evaluation. The device was visually evaluated. The evaluation of the complaint sample indicates that the fallen valve is oversized.